Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for an unrelated alarm, the home patient (hp) stated that there was a small amount of air in the patient line. The patient was connected at the time of the event. This occurred during initial drain. There was nothing found during troubleshooting that could have caused or contributed to the reported event. The technical service representative assisted the hp in ending therapy and advised the hp to restart therapy using all new supplies. There was no patient injury or medical intervention reported. No additional information is available.